Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump sometimes shot out insulin but may be because he had put in too much insulin. The customer's blood glucose level was unknown. The insulin pump had also rejected new batteries before, was more labored and louder when rewinding, battery life had declined ad the insulin pump had lost time settings but battery was out for more than 5 minutes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected, failed battery test, prime/fill anomaly, rewind anomaly and time/clock anomaly due to blank display.